Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer report: that the needle hub was cracked upon opening the product carton.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 718138 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Additionally, dhrs for the shop orders of the safety needles assembled for this lot were also reviewed. Physical samples inspected from the shop orders indicated no issues were identified. There were no ncrs (nonconformance records) issued against the shop orders. There were also no ncrs issued against the molded hubs used in production of this product. A review of the entire DHR found no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leakage and damage. The lot met all defined acceptance criteria and was released. A review of the machine setup was conducted and revealed no issues. A review of the high speed assembly and needle packager did not show any issue with hubs being split, broken or damaged product. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The 6m root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused this issue. The information reviewed showed no signs of a systemic issue with the product or process. The complaint file contains insufficient information to determine a most probable root cause. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
One (1) sample was returned for evaluation. Product was not returned with the original packaging. The sample was examined and the safety device was activated. The luer lock ears appeared damaged from attachment to a luer lock syringe. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. The 6m root cause analysis pointed to over torqueing of the needle as it shows that the needle appeared to have been attached to a luer lock device based on the damage to the luer lock ear. The 6m root cause analysis did not identify any issues with the manufacturing process for the needles. The reported customer complaint is confirmed. A root cause could not be determined. The most probable root cause was determined to be over torqueing of the needle. This complaint will be used for tracking and trending purposes.